Manufacturer narrative:
Medical device problem code (B)(4): failure to follow steps/instructions. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment and single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that 3.4cm was the maximum height that was able to be achieved during transseptal. An ntw clip was inserted but it was noted that the clip was difficult to position over the valve. Once positioned correctly, and the leaflets were successfully grasped. While attempting to deploy the clip, it was noted when the gripper lever was pulled back, the clip was not detaching from the mandrel. Although the clip did not detach, the physician decided to remove the gripper lines. Torqueing of the steerable guide catheter (sgc) was also applied and the clip was able to detach from the mandrel; however, the troubleshooting that was performed resulted in the clip detaching from the posterior leaflet and remaining attached to the anterior leaflet (single leaflet device detachment/slda). No additional clips were implanted, and the procedure was discontinued. Mr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, the reported difficult positioning was due to procedural conditions as the suboptimal transseptal puncture led to difficulty positioning the clip. A cause for the reported difficult activation could not be determined. The reported failure to follow steps / was due to user deviating from the instructions for use (IFU. The IFU states, ¿if resistance is felt during delivery catheter (dc) detachment and clip separation from the dc can be confirmed by fluoroscopy, confirm the grippers levers are fully retracted, if resistance is still felt, access the gripper lines.¿ in this case, it was reported that the user tried to remove the gripper lines even though the clip had not detached from the mandrel. The reported slda was a result of the reported failure to follow steps. The reported mitral regurgitation (mr) was a result of the reported slda. Mr is listed in the IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.